Event description:
Olympus was informed that two pts were diagnosed with colitis after having undergone diagnostic colonoscopies on the same day. Olympus obtained additional info regarding the report of the event. The pt underwent a diagnostic colonoscopy due to family history of colon cancer. On (B)(6) 2013, the pt presented to the emergency room (ER) with abdominal pain and a fever of 101 fahrenheit. The pt's blood count was 25 and the CT scan showed colitis at the splentic flexture. The pt was treated with zofran and flagyl IV. The pt was suppose to have a follow up appointment two weeks post-discharge but did not come in. The pt has not come in for additional visits and is reportedly doing fine. Per the user facility, the device is used 4-5 times a day.

Manufacturer narrative:
As part of our investigation with this report an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training per the user facility's request. During the visit the ess observed that the staff were performing all the reprocessing steps in accordance with the reprocessing manual. The device was returned to olympus for eval. The eval noted that the distal end unit, bending section, bending section glue, insertion tube, and the biopsy port examined with a boroscope and a yellowish residue buildup was noted. In addition, the channel mount, suction cylinder unit, suction mouthpiece, channel pipe and the auxiliary port were examined and yellowish buildup was also noted. The residual buildup was attributed to insufficient cleaning and improper reprocessing. The device was refurbished. Please cross-reference 8010047-2013-00186 for the other pt.